Event description:
A report was received that the patient was administered local anesthesia due to pain experienced while charging her ipg.

Event description:
A report was received that the patient was administered local anesthesia due to pain experienced while charging her ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-5312 serial / lot # (B)(4), description: scs charger 2.0.